Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/color spectrum with moisture) issue. It was reported that there was moisture observed behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up # 1 date of submission 08/26/2016 -device evaluation: the pump has been returned and evaluated by product analysis on 8/04/2016 with the following findings: during investigation, the pump powered on to a dim and discolored display. There was evidence of moisture observed on the display screen inside the pump. A leak test was performed and a leak was found at a crack in the pump case in the upper right between the lens and the seal. Unrelated to the complaint, investigation revealed the cartridge compartment was missing a portion around threads. The cartridge cap was able to fit securely. The pump¿s cover was removed and moisture corrosion was found to the cgm module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.